Manufacturer narrative:
It was reported the staff allegedly observed the table lifting 6" off the ground while a mayo cart was placed under the table. The reportable complaint was able to be replicated by placing a cart under the table and lowering the table with the cart underneath. Per the operon operator's manual and a label on the table, nothing is to be placed under the table during use. There was no patient injury or adverse consequences reported.

Event description:
It was reported the staff allegedly observed the table lifting 6" off the ground while a mayo cart was placed under the table. There was no patient injury or adverse consequences reported.